Event description:
It was reported that a monterey al cage and three monterey plate screws have migrated anteriorly approximately two-months post-operatively. Revision surgery is not currently planned but the patient has reported experiencing pain. This report captures the first of three monterey plate screws.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Manufacturer narrative:
H3 other text : device remains implanted.

Event description:
It was reported that a monterey al cage and three monterey plate screws have migrated anteriorly approximately two-months post-operatively. Revision surgery is not currently planned but the patient has reported experiencing pain. This report captures the first of three monterey plate screws.